Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose level was reported to be 300 mg/dl, which was addressed with a correction bolus. The customer was able to reload the cartridge successfully and received an accurate fill estimate.